Event description:
It was reported the customer experienced blood glucose (bg) levels ranging from 40-300 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in fluctuating bg levels. Customer consumed carbohydrates address low bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the fluctuating bg levels was unknown. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.